Manufacturer narrative:
Blocks h6 and h11 have been corrected based on medical review. Block b3: the exact date of event was not reported. The date of event was approximated to november 1, 2019, based on the start of the prospective randomized trial on (B)(6) 2019. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: timothy o'sullivan; oliver cronin; w arnout van hattem; francesco vito mandarino; julia l gauci; clarence kerrison; anthony whitfield; sunil gupta; eric lee; stephen j williams; nicholas burgess; michael j bourke. "Cold versus hot snare endoscopic mucosal resection for large (> or = 15 mm) flat non-pedunculated colorectal polyps: a randomised controlled trial." Gut epub ahead of print: 4 july 2024 doi:10.1136/ gutjnl-2024-332807. Block h6: imdrf patient code e0506 captures the reportable patient complication of "clinically significant post-emr bleeding.". Imdrf impact code f2301 captures the "intraprocedural bleeding (ipb) managed with clip closure." Imdrf impact code f0101 captures the "polyp recurrence." Imdrf impact code f2202 captures the "all recurrences were diminutive and successfully treated endoscopically with no complications."

Event description:
Boston scientific became aware of events involving captivator cold single-use snare through the article: "cold versus hot snare endoscopic mucosal resection for large (> or = 15 mm) flat non-pedunculated colorectal polyps: a randomised controlled trial," by timothy o'sullivan, et al. Per the article, a prospective single-center randomized trial conducted between november 2019 and september 2023 examined patients with flat adenomatous large non-pedunculated colorectal polyps (lnpcps) measuring 15-50 mm. A total of 177 patients were randomly assigned to two groups: 87 underwent cold endoscopic mucosal resection (emr) using a boston scientific captivator 10 mm, and 90 underwent hot emr using a non-boston scientific device, with margin thermal ablation. For patients treated with cold emr, the following outcomes were reported: intraprocedural bleeding (ipb) managed with soft coagulation using the snare tip (stsc), and clip closure, polyp recurrence, and clinically significant post-emr bleeding. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Event description:
Boston scientific became aware of events involving captivator cold single-use snare through the article: "cold versus hot snare endoscopic mucosal resection for large (> or = 15 mm) flat non-pedunculated colorectal polyps: a randomised controlled trial," by timothy o'sullivan, et al. Per the article, a prospective single-center randomized trial conducted between november 2019 and september 2023 examined patients with flat adenomatous large non-pedunculated colorectal polyps (lnpcps) measuring 15-50 mm. A total of 177 patients were randomly assigned to two groups: 87 underwent cold endoscopic mucosal resection (emr) using a boston scientific captivator 10 mm, and 90 underwent hot emr using a non-boston scientific device, with margin thermal ablation. For patients treated with cold emr, the following outcomes were reported: intraprocedural bleeding (ipb) managed with soft coagulation using the snare tip (stsc), clip closure and anticoagulant use, polyp recurrence, and clinically significant post-emr bleeding. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The date of event was approximated to november 1, 2019, based on the start of the prospective randomized trial on (B)(6) 2019. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: timothy o'sullivan; oliver cronin; w arnout van hattem; francesco vito mandarino; julia l gauci; clarence kerrison; anthony whitfield; sunil gupta; eric lee; stephen j williams; nicholas burgess; michael j bourke. "Cold versus hot snare endoscopic mucosal resection for large (> or = 15 mm) flat non-pedunculated colorectal polyps: a randomised controlled trial." Gut epub ahead of print: 4 july 2024 doi:10.1136/ gutjnl-2024-332807. Block h6: imdrf patient code e0506 captures the reportable patient complication of "clinically significant post-emr bleeding.". Imdrf impact code f2301 captures the "intraprocedural bleeding (ipb) managed with clip closure." Imdrf impact code f0101 captures the "polyp recurrence."